Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4) contact mobile: patient or user involvement: no patient or user harm: no case description: tech. Called in for help on 8015ls unit serial # (B)(4) has error 800.8000 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: tech. Has error code 800.8000 on 8015ls unit is a software fault error on unit. To resolve error if possible reflash the software on the unit if flash goes through could resolve the issue if flash fails he has a main logic board fail needs to be replace tech. Thank me for my assist. (B)(4).